Event description:
On (B)(6) 2018 a patient received a carbomedics reduced r5-023 as part of the sure-avr trial. The manufacturer was notified of a serious adverse event which occurred on (B)(6) 2019. The patient received a reintervention due to valve endocarditis. The device was explanted. No replacement valve was identified. No further event information or patient information was received.

Manufacturer narrative:
The manufacturer has made several attempts to obtain further information from the site. At this time no further details regarding the event or device availability have been received. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Ultimately, based on the limited information available regarding the event and the device functionality between the time of implant and the time of explant, it is not possible to draw a definitive conclusion to the reported event. If the manufacturer receives additional information, the investigation will be reassessed.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.